Event description:
The manufacturer received information alleging a patient lit a cigarette while using an everflo oxygen concentrator. The patient reportedly was hospitalized with burns to his face, shoulders and arms. There was no allegation of device malfunction. The device was returned to the manufacturer for evaluation. There was no evidence of thermal damage internal or external to the device. The device was found to operate to design specifications. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."